Event description:
Additional information received from the health care professional (hcp) reported that the cause of the wire protruding through the skin was not determined. The patient could not see the wires, however, prior to the explant the nurse told the patient the wires were sticking out. The patient noticed sharp pains near the device site but was not sure if it actually blew up. An x-ray was performed in the office on (B)(6) 2015, which showed the lead had migrated. There was no wire protruding through the skin noted at the time. The wire was not noted at follow-up. The explant was on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant "blew up" inside the patient and the wires had gone all over the place. One wire was coming through the patient's skin by her rectum. The system was explanted and replaced. The patient was going to follow-up with the health care professional (hcp). The symptoms reported from the event was causing the patient's leg not to operate and the patient could not walk. The location of the symptom was her leg. This occurred in (B)(6) 2015. The caller spoke with someone in the lab who said the manufacturer sales representative (rep) asked for the device so he could send it in for analysis. The caller was going to follow-up to make sure it was sent in and when it was sent in. A different rep talked to people in the laband the device was never sent back to the manufacturer. The person in the lab said no one told her to send it back so they discarded. After follow-up with the patient, it was discovered that in mid-april, severe headaches started over the left eye and very sharp pain going down the left side of the left leg. This caused the patient to go see their health care professional (hcp). This hcp sent the patient to an orthopedic physician who could deal with this. The orthopedic physician performed a thorough exam on the left leg, giving the patient shots and x-rays, but all that was found was arthritis, which showed up as not the problem. The patient was hurting very badly for about two months. She was not getting well and thought that something else had to be involved. One day, she decided that she must be shocked for her bowels. The patient had a pacemaker to control them. The patient husband decided to give the patient an electric shock for their bowels and there was a very large red spot over the patient's rectum. It was the tip of the wire coming through the skin so he pressed on it and the patient almost jumped out of the chair because it was very painful. The patient called the hcp who installed the device on the left side of their buttocks. The patient's husband said it looked bad and reddish in color, approximately 2 to 3 inches. He pushed on the patient's left side and they received a sharp pain that hurt extremely bad from their head all the way down the left side to their leg. They called in for another appointment but could not get one for a couple of days. The patient had an appointment on (B)(6) 2015 where she had an x-ray done right away and was given a cd. The disc was given to the hcp and the unit was completely destroyed immediately. The wires were all broken away and within two days of finding this out, a new unit was modeled and installed much deeper in the patient's body. After the operation was done on (B)(6), the patient was given pain pills in the evening. Later that evening, the day after the implant, their heart was beating really hard and racing and they were rushed to the emergency room (ER). Once in the ER, they tried to get the heart back into rhythm, which took most of the day. Two days after, the hcp came in and decided to operate so this would never happen again. They could not find anything wrong so they installed a pacemaker in its place. The heart had been completely rebuilt, repaired with new valves, two years ago by a different hcp who joked that it would be good for another 100000 miles. That unit also affected the patient's mind and thought process. It caused her to become confused to the point she lost her job of 6 1/2 years for not being able to function properly on the job anymore. The patient's mind was still not working properly. She forgets really quickly, even in the present time. The patient was being taken care of by a neurologist. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the manufacturer representative (reviewed by medical safety) reported that based off follow-up information received from the health care provider (hcp), the event is assessed as lead migration with possible lead erosion that resulted in surgical explant of the device. While the patient reported that the device "blew up ', follow up from the hcp indicated that the patient had pain but that the device did not blow up.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v847452, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Previously provided information reviewed by medical safety. Providing medical safety details. Additional information from the manufacturer representative (reviewed by medical safety) reported that based off follow-up information received from the health care provider (hcp), the event is assessed as lead migration with possible lead erosion that resulted in surgical explant of the device. While the patient reported that the device ¿blew up¿, follow up from the hcp indicated that the patient had pain but that the device did not blow up.